Manufacturer narrative:
.

Event description:
It was reported that at the patient's last refill, a bridge bolus was programmed, because the concentration of morphine was decreased from 60mg/ml to 50mg/ml. The bridge bolus was programmed for 72 hours; withdrawal symptoms started before the duration of the bridge bolus was complete. The patient experienced nausea, vomiting, fever, chills, sweating and increased pain. The health care provider stated that the cause of the event was that the drug was "injected into pump pocket". In 2009, the drug was removed from the pocket and the pump was filled by the physician. The patient's outcome was reported as "non-serious injury/illness".